Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 40 mg/dl. Customer reported of being passed out and paramedics were called. Customer's blood glucose at the time was 24 mg/dl. Customer reported that prior to hospitalization on (B)(6) 2015; she had reconstructive breast surgery due to cancer. During troubleshooting, it was found that basal rates were lowered. Customer was advised to contact healthcare professional regarding low blood glucose. Customer was not able to give insulin pump information due to pump being returned already.